Event description:
It was reported that during a routine follow up, externalized conductors were observed via fluoroscopy. The electrical function of the lead was observed and tested and no anomalies were detected. Lead will be monitored. Patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.